Event description:
It was reported via repair work order that the power plug was ripped from bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power because, the power inlet casing was cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed had no power because, the power inlet casing was cracked supplemental submitted with evaluation results.